Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information and patient information is pending further follow-up with the healthcare facility. Additional information was not provided at this time. It was reported to abbott that the patient was not able to connect to their ipg. Patient stated they had been in the hospital due to cancer treatment and had not charged the system since (B)(6) of 2020. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The UDI is not provided as the device was manufactured prior to the requirement. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended by the manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient may undergo surgical intervention to address the issue.